Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms including abdominal pain and tenderness. The patient was treated with unspecified antibiotics intravenously and intraperitoneally (dose, frequency, and duration not reported) for the peritonitis. When it was determined that the infection was not responding to antibiotic treatment, the patient¿s catheter was removed and hemodialysis was initiated. The patient was discharged from the hospital after eleven days and was reported to have not yet recovered from the peritonitis. Additional information was requested, but is not available. This is report 2 of 4 involved in this event.